Event description:
It was reported to boston scientific corporation on august 17, 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, when the physician delivered the balloon to the esophageal stricture and inflated the balloon, the water ejected from the proximal end of the balloon. The balloon had a small hole in it. The physician removed the balloon catheter with the scope from the pt. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).